Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue reduced/inadequate brake force. The count of events has been corrected to reflect this.

Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.